Event description:
Patient presented to the physician with redness, irritation, and pain at the chest incision site. Physician brought the patient into the or to revise the ipg pocket but the patient requested system removal due to pain. Physician removed the ipg, sensing lead, a portion of the stimulation lead body, and closed.